Event description:
It was reported that there was an infusion set leak caused by a bent cannula that had come out. The issue was resolved by replacing the infusion set and resuming basal delivery. There was no patient injury.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.